Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 110003450, g7 str monoblock shell insrtr, lot: 853470. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04129.

Event description:
It was reported during an initial tha, the surgeon was inserting the osseoti multi hole shell, once the shell was in place, the surgeon malleted the inserter and the threads then spot welded to the shell. The shell had to be removed, the surgery was finished with another product. Attempts have been made and no further information has been provided.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned devices found the connection between the instrument and device to be flush and fully threaded. Hand force was applied to the assembly and it could not be disassembled. The assembly was impacted on a metal table top and hand force was reapplied. The devices could still not be taken apart. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.